Manufacturer narrative:
.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported 2 days after the procedure, the patient developed ischemic bowel for an unknown reason. It was also reported there was partial occlusion of one of the renal arteries with increase in the creatinine level. At implant, the stent graft was not covering the renal arteries and a non-contrast CT was performed; however, the renal artery occlusion could not be confirmed. Additionally, still images were taken and again it was not possible to confirm occlusion of the renal artery. The hypogastric arteries were small and calcified; however, they were both patent. The patient later had an mi which was not related to the endovascular procedure. No additional clinical sequelae were reported and after the colon resection procedure the patient is fine.